Manufacturer narrative:
A device history record (DHR) review was not conducted due to original DHR is no longer applicable as the device was manufactured in 1996. The results of the investigation do not implicate a service process, a product device was received for evaluation. Visual and functional testing were performed. Visual inspection found enclosure, reservoir tank cover, and line cord are damage. Reservoir and float switch have gray streaks throughout. The old style enclosure, printed circuit board (pcb) and drain fitting are damage. Functional testing confirmed reported issue. The probable cause of the reported issue was found to be damaged water tank cover due to prolonged use or user interface. However, a definite root cause cannot be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Unique identifier and 510(k) are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that water was leaking. No patient injury was reported.